Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. It was noted that the pacemaker went into backup vvi operation after a failed firmware upgrade. The device was restored and patient's parameters were reprogrammed. The patient remained asymptomatic.